Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported that at the conclusion of an osteotomy surgical procedure, it was observed that the tip of the burr guard on the craniotome attachment device was found to be broken. According to the reporter, the thickness of the skull was approximately 16 to 18mm, which was thicker than expected and similar to the width of the craniotome device. It was reported that the procedure was completed successfully without surgical delay. Following the procedure, images were checked and it was found that the broken piece of the craniotome attachment device was embedded in the skull. It was reported that an additional operation is planned to remove the broken piece. No further patient harm has been reported at this time. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device burr guard was found to be broken in 2+ pieces. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error due to excessive lateral force on the device causing it fracture.